Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additionally the nurse had reported that the iol was exchanged for one diopter difference of power and from a toric to a non-toric iol.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implantation, the patient experienced severe light glare and poor near vision for six months after surgery. The ophthalmologist expected that it takes some time for the patient's vision to stabilize after surgery but the patient decided to have the iol exchanged a year after surgery due to the difficulty adjusting to the vision. Additional information has been requested.